Event description:
The customer states that the images are spinning around and around on screen. No patient injuries were reported.

Manufacturer narrative:
The ge service rep troubleshoot the system then calibrated the ccd camera rotation and check operation by rotating image with problems. He checked the system operation by booting and making test fluoro exposures. The system operates as intended.